Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, an unknown failure occurred. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.